Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: thirty-eight  events were reported for this quarter.   Product return status: thirty-eight  devices were received for evaluation. Evaluation status: thirty-seven reported events were confirmed during testing. Thirty-seven devices were found to be affected by missing paint chips. One device evaluation is in progress. Additional information: thirty-eight  devices were not labeled for single-use. Thirty-eight devices were not reprocessed and reused.

Event description:
This report summarizes 38 malfunction events in which the device had paint chips missing. Thirty-eight events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 38 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by missing paint chips.   Additional information 38 devices were not labeled for single-use. 38 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 38 </noe> malfunction events in which the device had paint chips missing. 38 events had no patient involvement; no patient impact.